Event description:
Symptoms resolved about 5 months after injection.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "significant nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported 3 months after injection in the lips with 1 syringe of juvéderm volbella® xc the patient experienced significant nodules. The day symptoms began the patient was treated with a medrol dosepak & hylenex. Six days later the patient was treated with medrol dosepak, valtrex, biaxin, and hylenex. 20 days later the patient was injected with .7 cc of a mixture made by the injector with 1/3rd parts each of hyaluronidase, kenalog, & 5-fu. The patient had no diagnostic testing, but does have an allergic reaction to iodine. Symptoms are ongoing.